Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via webform that the insulin pump has a damaged ring and that reservoir was unable to lock in place. No further details were reported. Customer's blood glucose value was unknown. The device will not be returned for analysis.